Event description:
It was reported that inappropriate therapy due to noise was observed. Externalized conductors were noted. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.